Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked fluid at the septum. The following information was provided by the initial reporter, translated from (B)(6): "in the radiology department, fluid leakage occurred at the rubber plug , and there was fluid leakage happen at the septum".

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1139431. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a video was provided which displayed an intima-ii device leaking from during pressurized injection using a syringe. Based on the provided video and the description of the event, our engineers have determined that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked fluid at the septum. The following information was provided by the initial reporter, translated from chinese: "in the radiology department, fluid leakage occurred at the rubber plug , and there was fluid leakage happen at the septum."